Manufacturer narrative:
The full lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient experienced nausea and lightheadedness when their right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.